Event description:
The doctor was inadvertently provided another device by the same company called the procise max eica8898-01. This device is inadequate for performing the surgery in the typical manner. As the devices look the most identical, I was unaware until experienced a heavy amount of intraoperative bleeding that required the use of additional cautery. The device error led to a doubling of operative time and significantly increased intraoperative blood loss. The typical device used is smith & nephew evac 70 xtra eica5872-01. The similar look of these devices made it difficult for the md to tell he was handed the incorrect device.